Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('miscarriage') in a (B)(6) year old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 (date of the birth: (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2009) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and coronectomy,). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode in (B)(6) 2015 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - in (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: medical records received. Case became incident removal details added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('miscarriage') in a 34-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 (date of the birth: (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2009) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornuectomy,). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode in (B)(6) 2015 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - in (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.